Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00073. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the stent of a 4mmx23mm enterprise2 no tip (enf402300, 5964700) pre-deployed in the prowler select plus microcatheter 150/5cm (606s255x, 30306203). The enterprise became ¿stuck¿ in the prowler select plus and was not being able to come out. The physician pulled it out. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, the stent of a 4mmx23mm enterprise 2 no tip (enf402300, 5964700) pre-deployed in the prowler select plus microcatheter 150/5cm (606s255x, 30306203). The enterprise became ¿stuck¿ in the prowler select plus and was not able to come out. The physician pulled it out. There was no patient injury reported. No additional information is available. The stent from an enterprise 2 4mmx23mm no tip was returned stuck inside of a prowler select plus. The prowler select plus 150/5cm was flushed with a lab sample syringe. After that, the stent was able to be removed from the microcatheter, however, during the removal, the stent was damaged. The rest of the device was not returned for evaluation. The functional analysis could not be performed due only the stent was returned detached inside the hub of the prowler select plus 150/5cm. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records (DHR) relative to the manufacturing, inspecting, and packaging of lot 5964700. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not be duplicated since during the analysis it was noted that only the stent was returned stuck inside of the hub from prowler select plus 150/5cm. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. However, since the stent from an enterprise 2 4mmx23mm no tip was returned stuck inside of a prowler select plus 150/5cm, the customer¿s complaint was confirmed. The complaint reported by the customer ¿stent - deployment difficulty-premature/in microcatheter¿ was confirmed. During the analysis, it was noted that the stent from the enterprise 2 4mmx23mm no tip was returned stuck inside of a prowler select plus 150/5cm, this condition is related with the customer¿s complaint and it could be related with the handling applied to the device at the procedure time, however, this cannot conclusively determine. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. Premature stent deployment in microcatheter is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.